Event description:
Lp10 ventilator alarmed "setting error" and stopped giving breaths; apnea alarm started. Pt bagged until ventilator changed out. Problem: distributor, after inspection, reports machine not cycling, only flashed low pressure and alarmed.